Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, there was a difficulty in loading the reload, it was put on too forcefully and the unit at the base of the reload broke. A new reload was used to resolve the issue and complete the case. There was no patient injury.